Event description:
A 26 mm diameter x 15 mm diameter x 13.5 mm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneursym in 2000. The diameter of the proximal non-aneurysmal aortic neck was 21 mm. Aneurysm and vessel morphology are unknown. The pt has a history of a cerebrovascular accident. It was reported that the right iliac artery was dissected with arterial rupture, requiring a bypass graft. Final angiogram demonstrated a distal endoleak but a successful outcome and exclusion of the aneurysm. No clinical sequelae were reported, and the pt is reported to be fine.